Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed non-sustained right ventricular oversensing episodes that were caused by post-sensed t-wave oversensing. The patient returned for a follow-up and the physician decided to turn off the secure sense alert. The patient has been asymptomatic throughout these episodes.